Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the right ventricular channel correlating with times the patient reported straining abdominal muscles. Inappropriate shocks were delivered as a result of inappropriate sensing of non-sustained ventricular tachycardia and ventricular fibrillation episodes. Additional information was received that there was pacing inhibition as a result of oversensing. The patient was noted not to be pacer dependent, but did become bradycardic. The local guidant sales representative reported that they tried to reposition the right ventricular transvenous lead, but ultimately had to cap the lead and implant a new right ventricular transvenous lead.